Event description:
Braun consumer services was informed in 4/2004 by an administrator about an incident involving a pt. While brushing their teeth in 2004 with the oral-b cross action power toothbrush, the pt clamped down on the brush head part with the release lever which caused the brush head to come off in their mouth. The brush head lodged in their throat and the pt was taken to the hosp where an endoscopic procedure was performed to remove the brush handle from the stomach.